Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited myopotentials oversensing. There was no pacing inhibition noted. No intervention was performed. There were no patient consequences.